Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating a battery issue. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The field service engineer (fse) onsite checked and confirmed the battery was defective. The fse ordered and replaced the battery to resolve the issue. Device function checked normal, and system was returned to service. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.